Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the catheter broken completely from the valve when slitting. It was noted that the physician had difficulty removing the distal part of the catheter. The physician used an adjustable slitter and several types of chisels to successfully remove the distal part of the catheter. The catheter was removed, and another catheter used for implant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. Analysis indicated that the mechanical operation of the catheter slitting showed a spiral slit. The mechanical operation of the catheter shaft was kinked/buckled. Visual analysis of the lead indicated damage during use. If information is provided in the future, a supplemental report will be issued.